Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported sciatic pain. No factors that may have led or contributed to the issue was not known. Actions taken included that the implantable neurostimulator (ins) was explanted and re-implanted on the other site (right side), and this solved the issue. The issue was resolved and a surgical intervention occurred. There was a report that on (B)(6) 2008, was the initial implant of the ins and lead on the left side. There was left sciatic pain in (B)(6) 2011 which led to the explant of the ins and reimplantation on the right side of the in (B)(6) 2011. In (B)(6) 2016, the ins was at end of life and there was a ins replacement.